Event description:
Pt revised for pain, found osteolysis, polyethylene wear and loose tibial and femoral components. Pt fell off ladder two years ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.